Manufacturer narrative:
(B)(4). Torn on snorkel side. The band/balloon with 60cm of catheter and the one-way valve were returned for evaluation. Upon visual inspection, it was observed that the buckle was returned damaged on the snorkel side. The reinforcing band provides structural support for the balloon and contains the mechanisms for locking the ends of the gastric band together. A review of the instruction for use (IFU) was performed; it is stated to avoid damage to any part of the gastric band during insertion. It also provides two methods for locking the band, the push method and pull method. Both methods require the use of atraumatic graspers. It is tentatively suggested that the device was inadvertently nicked/damaged during manipulation. This may in turn have caused the strain relief (snorkel) and buckle from the band to tear during band placement procedure. A device history record (DHR) review was performed and no anomalies were found with respect to the manufacturing process. It was also noted that products are 100% inspected prior to distribution. Therefore it is unlikely that the issue was related to the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Event description:
It was reported that during an adjustable band procedure, the surgeon positioned the device and did not like the placement then while unlocking the band the buckle fractured. No pieces fell into the patient. Another band was used to complete the procedure. The patient is fine.